Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that before the implant procedure the atrial lead's helix still popped out even after multiple turns. Lead was exchanged for another. Patient had no symptoms and was stable after the event.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.